Event description:
It was reported via repair work order that the right side abduction was moving freely and would not lock due to abduction ring gear was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.